Event description:
On (B)(6) 2023, gynecologist coordinator reported to gynesonics clinical specialist that a patient had experienced a skin burn after use of the sonata system. The picture showed that piece of the outer skin layer came off. Coordinator indicated that this occurred to only one side and the skin around the tear was red and hot to the touch. About an hour later, clinical specialist received additional information, the nurse had taken a picture and she indicated that it was not a burn but the skin had been pulled off and it was most likely due to the adhesive of the dispersive electrode. On march 21, 2023, gynesonics clinical specialist received additional information from the doctor, he indicated that after the patient's post-operative appointment on (B)(6) 2023, the patient seem doing overall very well and her skin burn was treated with peroxide and antibiotic ointment. Doctor, also indicated that the patient had another minor skin blistering on the other leg.

Manufacturer narrative:
The dispersive electrodes are single-use device and were discarded after the case. A review of the manufacturing records and examination of retained samples from the same lot of dispersive electrodes have not shown any product deficiencies. Misapplication of the de resulting in insufficient adhesion of the hydrogel to the skin is the root cause of the temperature rise sufficient to result in a skin burn. The sonata system operator's manual (instructions for use) includes instructions for application of dispersive electrodes as well as relevant warnings. Use error is therefore determined to be the root cause.

Event description:
On (B)(6) 2023, gynecologist coordinator reported to gynesonics clinical specialist that a patient had experienced a skin burn after use of the sonata system. The picture showed that piece of the outer skin layer came off. Coordinator indicated that this occurred to only one side and the skin around the tear was red and hot to the touch. About an hour later, clinical specialist received additional information, the nurse had taken a picture and she indicated that it was not a burn but the skin had been pulled off and it was most likely due to the adhesive of the dispersive electrode. On (B)(6), 2023, gynesonics clinical specialist received additional information from the doctor, he indicated that after the patient's post-operative appointment on (B)(6) 2023, the patient seem doing overall very well and her skin burn was treated with peroxide and antibiotic ointment. Doctor, also indicated that the patient had another minor skin blistering on the other leg.

Manufacturer narrative:
The dispersive electrodes are single-use device and were discarded after the case. Root cause investigation is ongoing and addition information will be provided during the follow-up report.